Event description:
It was reported that boston scientific technical services (ts) was contacted to review an electrogram (egm) with possible loss of capture. Ts saw variable pacing deflections on the egm which could indicate some intermittent loss of capture and noted the device was operating in suspension high outputs and no beat-to-beat capture verification. Ts also noted recent challenges in getting successful right ventricular automatic threshold (rvat) tests due to a low evoked response and the right ventricular (rv) pacing impedance began increasing at the same time. Ts recommended evaluating the rv lead, and the health care professional agreed. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to review an electrogram (egm) with possible loss of capture. Ts saw variable pacing deflections on the egm which could indicate some intermittent loss of capture and noted the device was operating in suspension high outputs and no beat-to-beat capture verification. Ts also noted recent challenges in getting successful right ventricular automatic threshold (rvat) tests due to a low evoked response and the right ventricular (rv) pacing impedance began increasing at the same time. Ts recommended evaluating the rv lead, and the health care professional agreed. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was contacted to review an electrogram (egm) with possible loss of capture. Ts saw variable pacing deflections on the egm which could indicate some intermittent loss of capture and noted the device was operating in suspension high outputs and no beat-to-beat capture verification. Ts also noted recent challenges in getting successful right ventricular automatic threshold (rvat) tests due to a low evoked response and the right ventricular (rv) pacing impedance began increasing at the same time. Ts recommended evaluating the rv lead, and the health care professional agreed. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.